Event description:
While using the bovie with an insulated 4" electrode blade in the incision, working with the bovie tip into the lateral side of the breast, surgeon heard a pop sound and noted 3 areas at the edge and under the left breast incision where tissue had been burned during cauterization in incision. Upon examination of 4" bovie tip a black circular mark was noted within the insulated coating possibly having caused an arc during cauterization. Bovie setting were 35 cut pure and 35 coag fulgurate. It was confirmed the bovie pad was securely on the patient.